Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient alleging the patient¿s onetouch ultra2 meter was not powering on when the patient tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013. The reporter stated the patient uses self adjusting insulin to manage his diabetes. The reporter stated due to the alleged issue the patient did not make any changes to his normal routine. The reporter stated at an unknown date and time, he developed symptoms of ¿frequent urination.¿ the reporter stated on (B)(6) 2013 he was seen in the emergency room (ER) by a healthcare professional (hcp). The reporter stated the patient received 60 units of novolog insulin and a reading of ¿36mg/dl¿ was obtained on an hcp device. It is unclear if the patient was given the insulin prior to the blood glucose reading. At the time of troubleshooting, the cca confirmed the battery did not need to be replaced per recommendations. The cca noted that the patient was using the correct test strips and there was no misuse of the subject meter. When the patient was prompted to insert a new test strip, the meter would not power on. When the power button was pressed, the meter would not power on. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hyperglycemia and required treatment from a hcp at the e.r.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/26/2013 and 8/30/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c20. In addition, a secondary issue was noted when the battery was found to be low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.